Manufacturer narrative:
This report is being supplemented to provide additional information to h10, as well as corrections to d9, h3 and h6. The field service engineer completed a follow up visit with the customer on 15march2023. The video tower and endoscopes were inspected, the error only occurred with a pcf-ph190i gastroscope. There was no severe wear noted to the sock and no water entry or corrosion found on the base of the device. The functional check was completed with the other devices and no issues were found. The device was not returned for evaluation. If additional information becomes available, this report will be supplemented accordingly. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned, the phenomenon could not be reproduced. As a result, the root cause could not be identified. It is likely that it is a cause of aging deterioration due to use, failure due to abrasion, re-processing, handling, procedures, etc. Within the specifications. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was not returned to olympus for evaluation, and the customer's allegation could not be confirmed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the evis exera iii xenon light source was giving a b30 communication error with multiple scope. The issue was found during an unidentified procedure. There were no reports of patient harm.